Event description:
It was reported that this right ventricular lead exhibited loss of capture with asystole. A revision was performed, and it was noted that both leads lost slack overnight, the loss of slack resulted in poor lead tip to tissue contact. A revision procedure was performed, and the right ventricular lead was repositioned. No additional adverse patient effects were reported. At this time, the leads remain in service. Additional information indicated that the right atrial lead tip was not revised, therefore this lead was no repositioned.